Manufacturer narrative:
D3: mfg. Establishment name updated. D9: device received on 6/4/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed as the device passed both occlusion tests without issue. The device's downstream occlusion (dso) seal was found to be separating and needed replacing. There was no known cause of the reported issue, and no further action was taken.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette sensor error. There was no patient involvement.